Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, mesh reinforcement of laparotomy significantly reduced the rate of incisional hernia.

Event description:
Received an article titled: systematic review and meta-analysis of prophylactic mesh placement for prevention of incisional hernia following midline laparotomy. The article investigated whether prophylactic mesh reinforcement of laparotomy reduced the rate of incisional hernia. Per the article, adverse events included seroma, infection, hematoma and pain.